Manufacturer narrative:
One pneupac® babypac¿ ventilator was returned for analysis. The unit was observed to be undamaged but was noted to have the wrong configurations. It was found that the unit was originally built as a german ventilator, but it was required to be a us version. Based on the evidence, the complaint was confirmed. The root cause is found due to user interface.

Event description:
Information was received indicating that a smiths medical pneupac® babypac¿ ventilator is needing preventative maintenance and the connections checked as the air/o2 inputs need to be domestic. There were no reported adverse effects.